Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer experienced high ketone levels identified as dangerous and life threatening by a health care provider. A correction bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.